Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, noise was observed on the right atrial lead. The noise was oversensed. The patient was brought back into the clinic on (B)(6) 2019 for further evaluation. No intervention was performed. The patient was stable and will continue to be monitored.